Event description:
It was reported that a fentanyl drip on a patient was emptied within twenty-four (24) hours which is earlier than the expected duration. Additionally, the patient was receiving a concentrated levophed drip had a spike in mean arterial blood pressure. The clinician questioned if there was an unintentional bolus. The clinical team titrated the concentration of levophed back down. This was the same patient, but a different pump. Although requested, additional information was not provided by the customer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a fentanyl drip on a patient was emptied within twenty-four (24) hours which is earlier than the expected duration. Additionally the patient was receiving a concentrated levophed drip had a spike in mean arterial blood pressure. The clinician questioned if there was an unintentional bolus. The clinical team titrated the concentration of levophed back down. This was the same patient, but a different pump. Although requested, additional information was not provided by the customer.